Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.